Event description:
The issue occurred during a therapeutic appendectomy procedure. The procedure was completed using the same set of equipment.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: b5. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned to olympus for evaluation. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the insufflation unit experienced the display screen values were normal, however; the air pressure was insufficient and black screen and abnormal sounds appeared when adjusting the values. The event resulted in prolonged treatment time. The issue occurred during an unspecified procedure. There was no harm caused to the patient.